Event description:
It was reported to philips that the flexvision monitor was intermittently black, which can indicate a failure to boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the issue was due to a software fault in the flexvision-pc. The fse reinstalled the flexvision-pc software and completed a full backup to resolve the issue. After installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.